Event description:
During the typical flutter procedure, an air leak was noted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. During the procedure, the ablation catheter impedance jumped up to over 200 ohms when rf came on. The ablation location was changed and the catheter was examined outside of the patient, and no visible char was noted. Large air bubbles were seen by the flush/irrigation line for the agilis introducer when the catheter was removed and reinserted. The catheter was replaced with no resolution. The sheath was replaced and both issues were resolved, and the procedure was completed with no adverse consequences to the patient. Air was not noted in the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed; testing occurred both with and without the returned catheter inserted through the hemostasis hub. The cause of the reported leak remains unknown.